Manufacturer narrative:
The impella device was not returned by the customer for evaluation. Upon conclusion of the investigation, a supplemental report will be submitted. As noted in the impella IFU: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient on impella cp support developed a hematoma around the sheath. Heparin was stopped due to the hematoma and the sheath clotted off. Two units of blood were given in response to the condition. Plans were made to stop using the sheath and to continue to wean down impella cp support.

Manufacturer narrative:
The investigation into access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D4 model number was reported incorrectly on manufacturer device report.